Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient was hospitalized on (B)(6) 2019 to be medicated with the duodopa. Since (B)(6) 2019 there is a granulation tissue at the stoma and the crp value has increased. The patient received an oral antibiotic twice daily (amoxicillin 875mg / clavulanic acid 125mg = amoklav). At the time of the report the patient is feeling better.

Event description:
On (B)(6)2019 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.

Manufacturer narrative:
Reference record (B)(4). Correction event.